Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found additional malfunctions that are non-reportable are as follows: scope cover (s-cover), and light guide (lg) lens had a crack, air/water (aw) cylinder and suction cylinder (s-cylinder) had no color. The switch box, grip, right/left (r/l) knob and the control unit had discoloration. Switch 1 (sw1) had a cut, scope connector (s-connector) label damaged. Due to a cut on heat shrinking tube of forceps elevator (fe) lever, the expected insulation capacity cannot be obtained. Due to a crack on plastic distal end cover (c-cover), the insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, the play of up/down (u/d) knob was out of the standard value, universal cord had coating peeling, and the connecting tube had a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the jet tube (j-tube) was clogged due to a whitish foreign material was found inside the air/water (a/w) tube, a/w cylinder, and j-tube. There was no procedure and no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was foreign matter attached to/clogged in the air/water cylinder, air/water channel, and sub-water channel, but the foreign matter could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.